Event description:
Customer was hospitalized for dka. Troubleshooting was done. All programming was correct and pump passed the prime test. Customer stated she would call back to run the high pressure test as she did not have the tubing clamp during the call.